Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in the supplemental report.

Event description:
The patient reported the display of the infusion device has black spots on it. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation. Preliminary evaluation of the device found that the broken display could lead to misinterpretation of insulin amounts. More information will be provided when evaluation is complete.